Event description:
Caller reported a tandem mobi cartridge alarm occurring during the load process. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the importance of following the prompt sequence in the tandem mobi mobile app for loading cartridges. The caller was instructed to remove the cartridge and successfully delivered a bolus. They were unable to reload the original cartridge but, with technical support's assistance, successfully loaded a new cartridge and resumed insulin therapy, resolving the issue.